Manufacturer narrative:
Upon further investigation, the field service engineer (fse) reported that the issue was found during testing in the biomed shop. No patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the screen cannot be calibrated and cannot even access the menus. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. The investigation is ongoing.

Manufacturer narrative:
(B)(6).